Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4), product family: scs-ipg-r, upn: m365sc1110020, model: sc-1110-02, serial: (B)(6), batch: 14541994.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.